Event description:
It was reported that the right ventricular lead had noise and a fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and oversensing was noted. Three ventricular non-sustained episodes <(> <<)>=190ms occurred between (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes at <(><<)>=185ms occurred between (B)(6) 2013. A lead integrity alert was also noted to be triggered. One patient alert for lead failure predictor occurred on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: product ID dtba2d1 implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that the right ventricular lead had noise and a fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.